Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03376. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced. Effective therapy was restored post-op.